Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. However, information from the field indicate this is potentially due to a bluetooth connection error.

Event description:
The device was unable to send all recorded symptoms to the merlin website potentially due to a bluetooth connection error. No further intervention was performed, and the device will continue to be monitored. The patient was stable with no adverse consequences.

Event description:
The device was only able to pair with the mobile device when a magnet was presented over the device. The same issue also occured with the company provided transmitter. The patient was stable with no adverse consequences.